Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: you stated that the clips that came out from the firing were open. No. They report that the clips jammed and slid in the artery so they didn´t grasp correctly. Did the open clips drop or eject from the device? You stated that the clip blocked. The device ejected the clips and they could close the clip, but it slid and didn´t clip correctly. Did the device not fire? The device was fired but the clips slid when they were in contact with the cystic artery.

Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, when the surgeon was to clip an artery, the clip blocked and when the clips came out from the device, they were open. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported. Five devices will be returned. (B)(4).

Manufacturer narrative:
(B)(4). Batch # m9125v. Conclusion: the analysis results of the er320 device found that it was received with the lockout mechanism prematurely activated. In an attempt to replicate the reported incident, the lockout was broken during analysis. Upon testing, the device was cycled, fed, and formed six conforming clips. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch was found to be broken which suggest that a lockout premature occurred and led to the reported incident of the clip getting blocked. No conclusion could be reached as to what may have caused the premature lockout. The batch record was reviewed and no anomalies were noted during the manufacturing process.